Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet bionic pancreas, with blood glucose near 400 mg/dl rising to over 500 mg/dl despite changing the infusion set, and the user planned an additional infusion set change after attempting to reach support. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-directed infusion set change, and no hospitalization. Investigation included attempts to contact the user for troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no identified device component issue due to the inability to reach the user and obtain further data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.